Event description:
The customer observed falsely decreased sodium results generated by the alinity c processing module for multiple patient samples. The initial sodium results were around 115 mmol/l and the repeated results were normal (around 137 mmol/l). The customer stated the incident occurred on (B)(6) 2025 involving sid (B)(6) and sid (B)(6). No specific patient results were provided. The customer¿s normal reference range is 136 to 145 mmol/l. Update: on (B)(6) 2025, the customer provided the following data for sid (B)(6). Initial sodium result = 117 mmol/l; repeat result = 137 mmol/l and 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and determined the worn peristaltic head tubing the likely cause of the result issues. The fsr replaced the part, and the issue was resolved. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the peristaltic head tubing was identified.

Manufacturer narrative:
Section a1: patient identifier: sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated by the alinity c processing module for multiple patient samples. The initial sodium results were around 115 mmol/l and the repeated results were normal (around 137 mmol/l). The customer stated the incident occurred on (B)(6) 2025 involving sid: (B)(6). No specific patient results were provided. The customer¿s normal reference range is 136 to 145 mmol/l. Update: on (B)(6) 2025, the customer provided the following data for sid: (B)(6): initial sodium result = 117 mmol/l; repeat result = 137 mmol/l and 137 mmol/l. There was no impact to patient management reported.